Event description:
Device information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a participant with deep brain stimulation therapy experienced psychosis, worsening obsessive compulsive disorder symptoms, tearfulness, low mood, decreased appetite, and anxiety. On (B)(6) 2025, the participant was admitted to the emergency department. Deep brain stimulation therapy was suspended and psychotic medications were administered. The participant was discharged home in stable condition on (B)(6) 2025. Deep brain stimulation was turned back on (B)(6) 2025. At a follow-up clinic visit on (B)(6) 2026, deep brain stimulation was reprogrammed and medications were reviewed. Psychosis symptoms presented on (B)(6) 2025 were resolved without sequelae. The relationship of the event to the therapy was assessed as probable, and not related to the implant procedure.